Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula was torn. Further inspection of the soft cannula found a tear. The tear caused the fluid to divert from the complete fluid path. It could not be determined how or when these damages occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. Cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported clinical diagnosis and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been clinically diagnosed (by phone) with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include chest pain, nausea and rapid heartbeat. As advised by doctor, the patient was given a 10 unit humalog insulin injection. The patient's blood glucose and insulin history are as follows: (B)(6).